Event description:
It was reported by patients life partner that she questioned if the device provided therapy at the time of the patients death and that the "lead wire fried." The patient had recently completed testing for heart transplant and "all good." The patient had complained of "buzzing in my chest" (not pain) the night before he died and "can't breath" in the early am. 911 was called and the medics arrived. The cause of death has been requested and not received.

Event description:
It was reported by patients life partner that she questioned if the device provided therapy at the time of the patient death and that the "lead wire fried." The patient had recently completed testing for heart transplant and "all good." The patient had complained of "buzzing in my chest" but not pain the night before he died and "can't breath" in the early am. 911 was called and the medics arrived. The cause of death has been requested and not received. Follow up with clinic revealed there was no "fried lead." Device interrogation after death showed device functioning fine, delivered shocks, but patient's heart did not respond. Clinic has "no concerns about the patient's device system performance prior to or at the time of death." Patient had not been pacemaker dependent. Last device check was one month prior to death and there were no rhythm issues and device was functioning fine within normal parameters.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) battery depletion-normal. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.